Event description:
The user facility reported that the patient had swelling while using the tr band device. Follow up communication with the user facility reported the following information: (1) three different tr bands were used; (2) each time swelling was noticed after inserting 14mls of air into the tr band; and (3) there was some harm to the patient.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00055 to provide the evaluation results of the returned unused sample. The unused sample was visually inspected and did not reveal any anomaly. A dimensional check of the velcro tapes and compression balloons confirmed that each component met the manufacturing specifications. The maximum volume of air, 18ml was injected to the sample. The size of the large compression balloon in the inflated state was measured and confirmed to be comparable to the current product sample. The following factors are conceivable as a cause of the reported complaint. The definitive cause, however, was unable to be identified from the available information. Polyvinyl chloride (pvc) is a low breathable material that is used in make the tr band device. Although extremely rare, this material may cause skin problems. The involved patient may have a kind of allergic tendency to the material, such as latex allergy, and developed contact dermatitis. The involved patient may have been applied the tr-bands on the skin where a drug, including a disinfectant, had been applied beforehand. This may have caused the skin which came into contact with the tr-band to become sweaty, leading to contact dermatitis. Although a cause for the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use with statements such as, "if there is itching or redness of the skin while compression, stop using and treat appropriately". All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00055 to provide the unused sample evaluation results.

Manufacturer narrative:
The actual device was not returned, but an unused sample was returned by the user facility for evaluation . Therefore, the investigation was limited to evaluation of user facility information, quality records, reserve sample, and the returned unused sample. The unopened sample from the involved product/lot# is currently under evaluation. Visual inspection of the retain sample did not reveal any anomaly. A dimensional check of the velcro tapes and the compression balloons confirmed that each component met the manufacturing specifications. The maximum volume of air, 18ml was injected into the sample. The size of the large compression balloon in the inflated state was measured and confirmed to be comparable to the current product sample. A review of the device history record and shipping inspection record of the involved product/lot# confirmed there was not any indication of production related problems or any discrepancy in the inspection result. It was noted that three (3) tr band devices were used in this event. For this reason an MDR will be sent for each device. Along with this MDR also refer to MDR# 9681834-2015-00054 and MDR# 9681834-2015-00056. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).